Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 252 mg/dl. The customer was advised to change the set and reservoir and the issue was resolved. The customer was advised to monitor and call if issue persist. The customer also reported that he had high blood glucose but not hospitalized. Customer's blood glucose was 252 mg/dl. The customer was treated with boluses on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.